Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight within specifications, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿, ¿implant is tender/painful¿, and ¿has been experiencing a rash in the chest area that comes and goes and is traveling down the arms like hives¿

Event description:
Patient reported pain and "rash in the chest area that comes and goes and is traveling down the arms like hives." Patient reported events "capsular contracture baker grade unknown, the right side breast hurt so bad, rash, hives, lymph nodes pulling gel". Patient additionally reported "they lost their uterus due to inflammation"; this event is unrelated to the device. Healthcare professional confirmed there was no capsular contracture. Device has been explanted. This record is for the right side.